Manufacturer narrative:
(B)(4). The reported complaint of pump stop pumping, high baseline and pump controller failure is confirmed. Upon return, a burnt motor driver connector and cable connector was confirmed. Discoloration consistent with burn damage was noted on the motor driver connector and on the motor driver cable. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the burnt motor driver connector and cable connector. A CAPA has been initiated to further investigate the root cause.

Event description:
It was reported by the nurse that the intra-aortic balloon pump (iabp) stopped pumping 2 times without any notification, but she had been able to restart without issue very quickly. The third time it happened, the pump alarmed high baseline and pump controller failure. The rn was not able to restart the pump. The decision was then made by (CT surgeon) to remove the intra-aortic balloon (iab) and discontinue therapy. The patient had already been considered for weaning as he was stable post op. The iab was taken out. The patient did not require any increase in vasoactive support and has been stable and maintaining hemodynamics off the pump. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the nurse that the intra-aortic balloon pump (iabp) stopped pumping 2 times without any notification, but she had been able to restart without issue very quickly. The third time it happened, the pump alarmed high baseline and pump controller failure. The rn was not able to restart the pump. The decision was then made by (CT surgeon) to remove the intra-aortic balloon (iab) and discontinue therapy. The patient had already been considered for weaning as he was stable post op. The iab was taken out. The patient did not require any increase in vasoactive support and has been stable and maintaining hemodynamics off the pump. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.